Manufacturer narrative:
Field d6a, if implanted, give date: no patient information was provided so a date cannot be determined. Field d6b, if explanted, give date: no patient informaiton was provided nor was any revision surgery information provided so a date cannot be determined.

Event description:
On (B)(6) 2025 a patient who had previously received a bipolar acetabular cup during hip arthroplasty, had a dislocation. An emergency room doctor applied manual traction in an effort to reduce the hip resulting in the femoral head disassocating from the bipolar head. Although a revision surgery was not reported, this report is being submitted out of an abundance of caution because a revision surgery is typically performed to resolve similar situations.